Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the lead was analyzed. Visual inspection of the lead noted the lead tip had become separated. Stretching of the distal section of the lead was also observed, likely due to the explant procedure. The electrode tip had been pulled out of the distal end of the lead body. Previous investigations have shown that this type of damage can occur due to the removal of a lead through tight venous anatomy and/or the use of a pull-force exceeding 1.1 pounds. Boston scientific has completed detailed testing to identify the most significant design aspects related to the strength of the fineline ii distal tip bond. Results from this testing were used to redesign and improve the bond strength, and a corrective action has been approved and implemented.

Event description:
Boston scientific received information that this lead was not successfully implanted due to lead electrode end damage. The doctor was readjusting the lead when the stylet went through the insulation and upon trying to remove the lead, the tip of the helix broke off. The tip ended up in the tissue and the physician was able to retrieve it from the patient without complications observed. This lead was never in service. No adverse patient effects were reported.